Event description:
It was reported that "at the end of the tavi / tavr, the operator insert the sheath with the introducer in the common femoral artery. The doctor took out the introducer, when he tried to put the manta into the sheath he felt resistance and the manta did not get into the sheath. Clinical consequences: the issue did not caused delay in treatment and not harm to the patient.". Additional information: micro puncture was utilized to gain single access in the mid common femoral artery. There was no reported calcification or tortuosity. There was no issue advancing or withdrawing procedural sheaths. Act was 180 prior to closure. An unknown dose of heparin was administered during the procedure. The procedure was completed with another device. There were no reports of patient harm.

Manufacturer narrative:
(B)(4). One unit of manta, sheath and dilator were returned. Blood particulates were noted on the unit. The unit was functionally tested for advancement. The button valve was dilated for 30s and the bypass tube was advanced. Resistance was observed. No tear noted in the button valve. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavi procedure, an 18f ce manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. No buckling or bending occurred to the bypass tube when met with resistance. The first 18f ce manta device and sheath were removed from the guidewire and a second 18f ce manta device and sheath were opened, successfully deployed without complication, and achieved hemostasis. The patient experienced no harm, injury, or consequence due to this event. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. For further investigation, lot review, and other testing. The der process will continue to monitor for any similar events.

Manufacturer narrative:
(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that "at the end of the tavi / tavr, the operator insert the sheath with the introducer in the common femoral artery. The doctor took out the introducer, when he tried to put the manta into the sheath he felt resistance and the manta did not get into the sheath. Clinical consequences: the issue did not caused delay in treatment and not harm to the patient.". Additional information: micro puncture was utilized to gain single access in the mid common femoral artery. There was no reported calcification or tortuosity. There was no issue advancing or withdrawing procedural sheaths. Act was 180 prior to closure. An unknown dose of heparin was administered during the procedure. The procedure was completed with another device. There were no reports of patient harm.